Event description:
It was reported that a patient allegedly fell twice sustaining minor injuries due to the bed exit alarm unable to be set and the back-up system not used . No additional information has been provided.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by the customer which determined the bed exit alarm had been turned off due to the footboard malfunctioning which led to the alleged patient fall as the staff forgot to use a backup system. Customer performed evaluation.

Event description:
It was reported that a patient allegedly fell twice sustaining minor injuries due to the bed exit alarm unable to be set and the back-up system not used . No additional information has been provided.